Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when a power failure is detected. Noted. However, hardware low level failures. Alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace at pin # on u1 keypad assembly. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated alarm cleared by selection ok. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.